Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery (rcfa) was attempted with 2 prostyle devices using an 8f sheath after an electrophysiology interventional procedure. Reportedly, the first device was deployed; the knot was advanced to the vessel wall and tightened, however, hemostasis was not achieved. The sheath was placed back in the arteriotomy with some resistance noted against the knot. The bleeding stopped temporarily, and it was decided to attempt a second prostyle device; however, heavy bleeding continued. Upon further review of the angiogram, during initial access of the artery, the introducer needle/sheath interacted with a small branch off of the cfa causing vessel damage and the bleeding. Protamine and manual compression was applied to stop the bleeding at the cfa and achieve hemostasis. The bleeding was not caused by the used of the prostyle devices. During return device analysis, a sheath separation was noted at the distal end of the guide. No additional information was provided.